Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. The device was manufactured according to release specification. The sample (predecessor sample, lot # 11he34) was returned for evaluation. A visual exam was performed and there were no obvious defects observed. The blue and clear cuffs were inflated with a calibrated endotest meter. Both cuffs remained inflated at 25mbar, which indicated there was no leakage. The sample was then immersed into water with the cuffs inflated, and no air bubbles were observed. The cuffs were measured and the clear cuff was found to be within specification; however, the blue cuff did not meet specification. It was observed to be flat near the eye area. Based on the investigation performed, the reported complaint of "the blue bronchial cuff of the tube is too small and does not seal the bronchus" was not confirmed. The predecessor sample (11he34) was pre-CAPA lot. The representative sample (15at25) met product specification. A CAPA was opened to address this issue, and corrective actions have been taken. The sample was manufactured prior to the implementation of the corrective actions.

Event description:
The customer alleges that the blue bronchial cuff of the tube is too small and does not seal the bronchus. Intervention - the patient was re-intubated. The patient's condition is reported as fine.